Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Image review: two static images were provided for review. Patient¿s executive summary was provided for anatomical review. Patient¿s annular perimeter was 70.5mm with a perimeter derived diameter of 22.5mm suggesting a 26mm evolut fx valve. Fluoroscopy valve load inspection was not provided for review. It was reported that an initial valve deployment resulted in an infold; however, there are no images to support. Additionally, a pre balloon angioplasty valvuloplasty (bav) was performed at this time; however, balloon size and type are unknown. The images provided support under expansion rather than an infold. An infold is characterized by an inward fold or crease in the valve, extending from the inflow. In this case, the valve appears to be under expanded rather than infolded but since it was not entirely evident, proper action was taken by the physician and the field team to ensure patient safety was assured. Additional information is needed to determine the cause of under expansion thus this review is inconclusive. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, the valve appeared constrained and was recaptured. On the second deployment attempt, the valve appeared constrained again and was recaptured. The valve and delivery catheter system (dcs) were removed from the patient, and an infold was observed up to the 3rd node. A pre- balloon aortic valvuloplasty (bav) was performed. A new valve and dcs were prepped. On the first deployment attempt, the valve appeared constrained in the right anterior oblique view (rao). On the left anterior oblique view (lao), the valve appeared expanded. On the echocardiogram, the valve still appeared constrained. There was concern that a post-bav would not resolve the expansion issue if the valve was implanted. The valve was recaptured and removed from the patient. A 23 millimeter (mm) non-medtronic transcatheter valve was utilized for the procedure. No adverse patient effects were reported. Additional information was reported that the valve load appeared good on fluoroscopy check. No misload was identified. Per the physician, there was nothing in terms of patient anatomy that contributed to the infold or to the expansion issue. Of note, the patient had a small annulus along with heavy leaflet calcium on the non-coronary cusp (ncc) and the right coronary cusp (rcc) and mild calcium on the left coronary cusp (lcc).